Manufacturer narrative:
(B)(4).

Event description:
The device history record of the generator was reviewed, and the device conformed to all functional specifications prior to release. Programming history was reviewed, and the available data showed that the device was functioning as intended. Analysis was approved. The device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. The pulse generator showed no signs of variation in the output or magnet signals and demonstrated the expected level of output and magnet currents. The pulse generator diagnostics were as expected for the programmed parameters. In addition, comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. Further analysis results are reported in MFR. Report #1644487-2017-03912.

Event description:
It was reported that a patient was having an increase in seizures. Diagnostics were within normal limits. The patient had generator replacement surgery, and the generator was received into analysis. Analysis has not been approved to date. No further relevant information has been received to date.